Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("right essure tube is seen with its proximal tip well into the endometrial cavity and the distal end extending superiorly and medically from the course of the right fallopian tube /coil was successfully removed in its entirety with migration confirmed"), the second episode of device dislocation ("tubal occlusion device on the left side appears to be malpositioned and extends outside the uterine cavity"), haemorrhagic cyst ("complex left ovarian cyst, complex left ovarian cyst, most probably hemorrhagic in origin") and pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache and general body pain. Before essure, her menstrual cycle was a 25 to 27-day cycle with five days of menses, two being heavy flow and the last three being light. She had no problems going about her daily life. Concurrent conditions included nickel sensitivity, itching (caused by jewelry containing nickel) and skin irritation (caused by jewelry containing nickel). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months after insertion of essure (ess205), the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced ovarian cyst ("simple right ovarian cyst"). On (B)(6) 2015, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced haemorrhagic cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("seven to eight days of heavy bleeding with clots, occasionally lasting longer than normal / menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menstruation irregular ("irregular menses/ cycle became completely irregular"), dyspareunia ("dyspareunia"), headache ("headaches"), pain ("body aches"), rash ("rashes, experienced a breakout so severe that it covered her entire body"), urticaria ("hives"), fatigue ("extreme fatigue"), pelvic congestion ("suggestion of pelvic congestion syndrome."), pruritus ("jewelry containing nickel because it causes itching"), skin irritation ("severe skin irritation"), allergy to metals ("nickel allergy") and dermatitis contact ("allergic contact dermatitis"). The patient was treated with ibuprofen, multivitamins, surgery (laparoscopic vaginal hysterectomy with a bilateral salpingectomy and oophorectomy, tubal ligation). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the last episode of device dislocation, haemorrhagic cyst, pelvic pain, menorrhagia, abdominal pain, back pain, menstruation irregular, dyspareunia, headache, pain, rash, urticaria, fatigue, ovarian cyst, pelvic congestion, pruritus, skin irritation, allergy to metals and dermatitis contact had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dermatitis contact, dyspareunia, fatigue, haemorrhagic cyst, headache, menorrhagia, menstruation irregular, ovarian cyst, pain, pelvic congestion, pelvic pain, pruritus, rash, skin irritation, urticaria, the first episode of device dislocation and the second episode of device dislocation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: left fallopian tube blocked,right completely open ultrasound scan vagina - on (B)(6) 2015: simple right ovarian cyst; on (B)(6) 2015: complex left ovarian cyst, hemorrhagic in origin on (B)(6) 2015, computerised tomogram showed the tubal occlusion device on the left side. The report further stated "appears to be malpositioned and extends outside the uterine cavity. No right-sided tubal occlusion device is identified. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: new reporters, event ovarian cyst updated to haemorrhagic cyst, events pruritus, skin irritation, allergy to metals and dermatitis contact added. Outcome for the events pelvic pain, menorrhagia, abdominal pain, menstruation irregular, dyspareunia, headache , pain, rash, urticaria, fatigue, pelvic congestion, pruritus, skin irritation, haemorrhagic cyst, allergy to metals and dermatitis contact updated to recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("right essure tube is seen with its proximal tip well into the endometrial cavity and the distal end extending superiorly and medically from the course of the right fallopian tube /coil was successfully removed in its entirety with migration confirmed"), the second episode of device dislocation ("tubal occlusion device on the left side appears to be malpositioned and extends outside the uterine cavity") and pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included headache and general body pain. Before essure, her menstrual cycle was a 25 to 27-day cycle with five days of menses, two being heavy flow and the last three being light. She had no problems going about her daily life. Concurrent conditions included nickel sensitivity, itching (caused by jewelry containing nickel) and skin irritation (caused by jewelry containing nickel). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months after insertion of essure (ess205), the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced the first episode of ovarian cyst ("simple right ovarian cyst"). On (B)(6) 2015, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced the second episode of ovarian cyst ("complex left ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("seven to eight days of heavy bleeding with clots, occasionally lasting longer than normal / menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menstruation irregular ("irregular menses/ cycle became completely irregular"), dyspareunia ("dyspareunia"), headache ("headaches"), pain ("body aches"), rash ("rashes"), urticaria ("hives"), fatigue ("extreme fatigue") and pelvic congestion ("suggestion of pelvic congestion syndrome."). The patient was treated with ibuprofen, multivitamins, surgery (laparoscopic removal of the right essure coil and standard tubal ligation on (B)(6) 2007) and surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomy and oophorectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the last episode of device dislocation and back pain had resolved and the pelvic pain, menorrhagia, abdominal pain, menstruation irregular, dyspareunia, headache, pain, rash, urticaria, fatigue, the last episode of ovarian cyst and pelvic congestion was resolving. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, pain, pelvic congestion, pelvic pain, rash, urticaria, the first episode of device dislocation, the first episode of ovarian cyst, the second episode of device dislocation and the second episode of ovarian cyst to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: the tubal occlusion device on the left side hysterosalpingogram - on (B)(6) 2007: left fallopian tube blocked,right completely open ultrasound scan vagina - on (B)(6) 2015: simple right ovarian cyst; on (B)(6) 2015: complex left ovarian cyst, hemorrhagic in origin company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.